Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance, oversensing noise, and high thresholds. The pace/sense portion of the rv lead was capped and a new low-voltage lead was implanted. No patient complications have been reported as a result of this event.